Event description:
During procedure of the device for a cardiopulmonary bypass procedure, the user reported that while setting up a tubing pack, the perfusionist noticed the tubing clamp was broken. The roller head that had the broken clamp was for the sucker. As a result, an alternate device was employed. They were already done for the day, so there was no delay in surgery or adverse consequences to the pt.